Event description:
Philips received a complaint from customer reporting a low air leakage with a tidal volume decreasing to zero on the v60 ventilator. The device was in clinical use. There was no report of actual harm. A philips authorized service provider (asp) reported there was no actual harm resulting from this event. No medical intervention/treatment was necessary. The device alarmed with a low leak-co2 rebreathing risk message. The asp reported the device was repaired by a third-party service vendor. Further corrective action details were not provided by the customer. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.